Manufacturer narrative:
The device assembly was pull tested to current jjpi test methods, at the y connector, where the leak had occurred. The bonding between the y-connector joint and tubing, was from a lot using a solvent bonding process. A uv bonding process and a new integrity test using a qualitek leak and flow tester to test 100% of the devices for leaks and blockages has been instituted. The uv adhesive bond was added to improve bond strength and integrity. These processes were implemented into production, in april of 1997. The complaint has now been closed out.

Event description:
Product leaked. No pt injury was involved.